Event description:
Customer reported a past event of low blood glucose with an unknown cause, occurring earlier in the day before contacting support. The lowest reported blood glucose level was 2.0 mmol/l. Customer treated the low blood glucose by consuming glucose and carbohydrates which successfully resolved the issue. Control-iq feature of the pump was turned on, and no third-party assistance was needed. Technical support recommended that the customer consult a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.